Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) discussed troubleshooting actions and risks and benefits of different impedance values. The lead remains in use. No adverse patient effects were reported.